Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming basal/temp basal settings).

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 31mmol/l with polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total or are as expected, the basal history matches the active basal program settings, the bolus totals match and all boluses are recorded as programmed. Further troubleshooting indicated that the basal/temp basal settings were incorrectly programmed. Cs referred the patient to their healthcare professional for diabetes management. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming basal/temp basal settings.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the last recorded basal delivery was on (B)(6) 2017 at 06:01 pm. The last recorded bolus was on (B)(6) 2017 at 03:13 pm. The date of the alleged event had been overwritten due to continued use of the pump. The pump was exercised for 24 hours and correctly reflected 24 units of insulin delivered. The alleged issue could not be duplicated. .